Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a total gastrectomy procedure, the surgeon found a small gray plastic piece in the pt cavity. The surgeon retrieved it from the pt cavity. It is currently unk if the piece was from the covidien device. There was no bleeding or tissue damage caused by this incident. The pt status is currently unk.